Event description:
Customer alleges lift will not stay up/lift weight. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9099 hydraulic lift, serial number/date code (B)(4) is approximately 8 months old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner's manual is also found on-line at invacare.com. The dealer stated that this is an out of box failure. The pump allegedly will not hold a load. No injury. RMA has been issued and the product is being returned to invacare for an inspection and evaluation.